Manufacturer narrative:
Batch review performed on 05 january 2022: lot 140730: (B)(4) items manufactured and released on 31-mar-2014. Expiration date: 2019-feb-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 7 years and 1 month from primary, the surgeon performed a revision surgery for stem loosening. Stem, head and liner revised successfully.